Event description:
Home patient (hp) reports leak from patient line tubing of homechoice set, noted during fill 1 of apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No injury or medical intervention required per family member of hp.